Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer called into philips to report that the device was failing the self-test. There was no reported patient involvement / adverse patient impact.